Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited low impedances out of range and noisy signals on the shock channel probably due to myopotentials. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited high impedances out of range and noisy signals on the shock channel probably due to myopotentials. This crt-d remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a defibrillation threshold (dft) test was performed and the shock impedance values normalized. The physician decided to set the impedance alert to 150 ohms and keep the electrode. The technical services (ts) discussed troubleshooting and recommended to keep monitoring the patient. No additional adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited low impedances out of range and noisy signals on the shock channel probably due to myopotentials. This crt-d remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a defibrillation threshold (dft) test was performed and the shock impedance values normalized. The physician decided to set the impedance alert to 150 ohms and keep the electrode. No additional adverse patient effects were reported.